Manufacturer narrative:
Pending investigation. D10: a864076, 02-012-60-1425 - tru stem ext 14mm x 25mm; a964001, 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5; a792813, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t; a983887, 02-029-90-4300 - sterile packed short headed pin; a567203, 200-07-35 - advanced patella 35mm 3 peg implant; a504267, 204-70-00 - tibial stem ext. Screw; s381600, 521-78-23 - threaded pin size 2.3 collared 2pk; s532757, 521-78-23 - threaded pin size 2.3 collared 2pk; s526331, 521-78-32 - threaded pin size 3.0 collarless 2pk; s528303, 521-78-36 - threaded pin size 5.1 collarless 2pk; 12000323022, a10012 - gps implant kit v2.

Event description:
It was reported that approximately 2 months after a left total knee replacement procedure, the patient underwent a revision procedure to address a quad rupture and also an incidental poly exchange. There was no reported breakage of a device or surgical delay/prolongation. No further issues or complications were reported. The patient was last known to be in stable condition following the event. No additional information is available.